Event description:
It was reported that there was a system failure motor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked by tubing guides. Case bottom missing rubber foot. Broken alternating current receptacle. During functional testing, plugged pump into alternating current power for two minutes, then turned on the pump, the reported problem could not be duplicated. Main board had the green high profile supercap present. However, the root cause of the reported issue was found to be that the customer depleted the battery which was four years old. Replaced the battery due to normal wear, as it was four years old. Performed power up and all functional tests which passed. No product information has been provided to date.